Manufacturer narrative:
Literature citation: tsuyoshi okudaira, hiroaki konishi, yamane hirotoshi, takeshi hiura, takema nakashima. "Our treatment experience with balloon kyphoplasty (bkp) for osteoporotic vertebral fractures-cases of poor outcome and adjacent vertebral fracture". Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that balloon kyphoplasty procedures were performed in 44 patients. The patients were followed for 6 months or more (mean follow up: 10.8 months). It was reported that intra-operatively, five patients were observed as having "cement leakage out of the vertebra (n=5, except cement leakage into the spinal canal)", however, no severe complications were noted. No further information was reported. The type of cement used was not specified in the abstract.